Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the fitting on the safety disk was loose and the iabp could therefore not completed an autofill or pass the safety disk leak test. The stm secured the fitting and this corrected the problem. The stm then performed a full functional check of the system. The iabp passed all calibration, functional and safety tests that were performed. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while the cs300 intra-aortic balloon pump was in use on a patient it had a leak in system. No patient harm, serious injury or adverse event was reported.